Event description:
Caller states patient tested hi (greater then 600 mg/dl) and hi within 10 minutes on the performa system. A lab value was also drawn within 10 minutes of the meter results, and returned as 107 mg/dl. Prior to receiving the lab value, the patient was treated with humulin r via IV and im routes. 1.5 hours later the patient tested 32 mg/dl on the performa system and was treated with dextrose IV. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
(B)(4). The multiple clip applier was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an artery patch graft procedure, while attempting to clip the vessel the device was cutting instead of clipping. The device was fired approximately six times. A new one was used to complete the procedure. There was no patient impact reported.